Manufacturer narrative:
Results: visual inspection of the returned lens showed half the lens was torn off and missing and there was a clear surgical residue on the lens. (B)(4).

Event description:
It was reported that the aq2015a silicone three piece lens cracked during implantation. The lens was cut in half and removed. There were no patient complications. Reporter indicated the incident was due to loading issues.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4).